Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient that had their light adjustable lens+ (lal+) explanted due to blurry vision and dissatisfaction with their chosen refractive target. A new light adjustable lens (lal) was implanted as a replacement.